Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Through the visual examination, a strand of hair was observed within the sealed package. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process due to improper gowning. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was foreign matter in the packaging and sterility of the product was compromised. The following information was provided by the initial reporter. According to the customer's report, "a hair was found inside the package.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was foreign matter in the packaging and sterility of the product was compromised. The following information was provided by the initial reporter. According to the customer's report, "a hair was found inside the package."